Manufacturer narrative:
Following information reported by (B)(6) south florida in the us, the backrest section of the enterprise 9000x bed raised unexpectedly without any command given. There was no patient involved. No injury or other medical consequences reported. Arjo service technician evaluated the bed and it was confirmed that the integrated attendant control panel (patient¿s right-hand side) located outside the foot end split rail was defective. This panel provides full control of all the bed¿s functions. The arjo service technician replaced the faulty attendant control panel and then the bed was working as intended. None other actions than the one already taken (part replacement) were needed as functional testing confirmed proper functionality of the bed. In summary, the involved enterprise 9000x was not used with the patient when the backrest moved unexpectedly. There was a malfunctioning attendant control panel detected on the device, therefore the bed did not meet the manufacturer¿s specifications. Although no injury was reported, the complaint decided to be reportable in an abundance of caution due to unintended backrest movement.

Manufacturer narrative:
Additional information will be provided upon conclusions of the investigation.

Event description:
Following information reported, the backrest moved unintended without any actions given by the user. There was no patient involved. No injury was reported.